Event description:
Spacelabs anesthesia systems recently purchased by (B)(4) are showing high inspiratory co2 levels when being used clinically.

Manufacturer narrative:
The field service engineer on site evaluated the systems, and determined that the absorber used on the systems is defective and must be replaced. Spacelabs will implement a recall of the affected systems and perform a field corrective action to address this issue.